Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this evaluation, a potential product quality issue has been identified. The potential product quality issue and corrective action, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery with mild calcification, mild tortuosity and 50% stenosis with access from the popliteal artery. The command 18 guide wire was used in the procedure and upon removal it was found that 10 cm of the tip had separated and remained in the artery. There was no resistance during advancement or removal. A stent was used to embed the separated portion into the vessel. There were no adverse patient sequela. No additional information was provided.